Event description:
A trilogy 100 ventilator was returned to the manufacturer for recertification. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy 100 device failed a 02 low flow test step during evaluation at the manufacturer's service center. The device's active exhalation control module (aecm) was replaced to address the issue. As part of preventive maintenance, the blower assembly, overhead blower filter, and inlet filter were replaced. The outer enclosure was cleaned, and the rubber feet, handle o-ring, and enclosure gasket were installed. Following the repair, the device passed all testing.